Event description:
On 10/04/06, nellcor rec'd a report where it was claimed "leakage between inner and outer cannula" while in use on a pt. Replacement of the tube was required.

Manufacturer narrative:
Investigation of this report is currently in progress.